Manufacturer narrative:
As reported in a research article, injuries from having a trifecta gt valve implanted included pacemaker implantation, stroke, bleeding, renal failure, endocarditis, and hospitalizations . A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The article, " early outcomes of isolated aortic valve replacement through right anterior minithoracotomy using the latest generation biological prosthesis", was reviewed. The research article is a retrospective single center experience to evaluate early and intermediate outcomes and hemodynamics of the latest-generation trifecta valve implanted using right anterior minithoracotomy. Trifecta gt is associated to the study. There is no allegation of malfunction of the abbott device. The article concluded that this valve can be safely implanted via a minimally invasive approach with excellent early and intermediate outcomes and hemodynamic performance. The primary and correspondence author of the article is hossein amirjamshidi, division of cardiac surgery, university of rochester medical center, 601 elmwood ave, box surg, rochester, ny 14642, USA with the email hossein_ amirjamshidi@ urmc. Rochester. Edu.